Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 9323855. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Further communication with the facility revealed that the catheter was used in conjunction with a non-bd luer connection, which likely lead to incompatibility between the two devices. Bd will continue to monitor this issue. Investigation conclusion: the complaint gauge is 22g, assembly at auto line at 2019/12, lot quantity is 48000ea; review the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. Reviewed the assembly record, and there were no nonconformities, deviations or rework activities for this lot product. Possible root cause analysis: the complaint feedback is that the bd product is not tightly connected with the non-bd infusion set, and there is a slip button. According to the product design, the bd product and the standard luer connector can be connected normally without leakage. There are no abnormalities in the inspection records of the production process. After supplementing information from bd sales, the complaint was actually caused by the problem of the connected non-bd infusion set, which has nothing to do with the bd product and the hospital department does not need to reply to the question.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced the catheter hub being unable to connect to the mating component, tubing separation from the adapter, and leakage. The following information was provided by the initial reporter: it was found that the connection between the indwelling needle and the infusion set was not tight and could not be locked. The connection was easy to slip and buckle, leading to fluid leakage. Replaced a new indwelling needle for puncture. No harm was done to the patient.